Event description:
It was reported that while using two surgical fibers during a prostate procedure, the laser system continuously went into standby mode and displayed a "clean fiber tip" message at 21,494 and 33,950 joules of use respectively. Both fibers were checked several times, each time there was no build-up on the tip. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-413a-(B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibits moderate devitrification and mild detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic; the outer flow tubing is stretched at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.